Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol) using a preloaded delivery system, the lens was caught at the nose of the cartridge and was torn. Additional information was requested.